Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring surgical intervention. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring surgical intervention. Toward the end of the procedure, the patient became mildly hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. Remainder of procedure was aborted. Post-pericardiocentesis, the patient was reported to be in stable condition. At an unspecified point post-procedure, the patient underwent a sternotomy/thoracotomy to repair the injury. Post-surgery, the patient was reported to be improved and in stable condition while under observation in the intensive care unit. There is no information regarding extended hospitalization as a result of this adverse event. Factors cited that may have contributed to the adverse event include the patient¿s age and physical condition. Physician did not provide a causality opinion. Transseptal puncture was performed with a st. Jude medical brk-1 71 cm transseptal needle. Sheath in use was a st. Jude medical agilis. Generator parameters at the time of injury included power at 25-30 watts (not titrated). Overall ablation time and last ablation cycle time at the site of injury were not reported, as the site of injury is unknown. Irrigated catheter flow was set on 2 ml/min for mapping and 17-30 ml/min for ablation. Patient received anticoagulant (heparin boluses) during the procedure with activated clotting time maintained in an unknown range. Smart touch catheter was in close proximity to another catheter at times during mapping. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.